Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to a grade of 1. The following day, echocardiography showed the implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. Additionally the patient experienced a return of dyspnea. The following day an additional procedure was performed. One clip was implanted reducing mr to 1-2.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to a grade of 1. The following day, echocardiography showed the implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. Additionally the patient experienced a return of dyspnea. The following day an additional procedure was performed. One clip was implanted reducing mr to 1-2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology due to thin leaflets. The reported patient effect of recurrent mr appears to be related to the slda. The dyspnea appears to be cascading effects of the recurrent mr. Mr and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient was hospitalized and an additional procedure was performed. There is no indication of a product issue with respect to manufacture, design or labeling.